Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
The customer states the device is failing opcheck because the clock battery is not working. There was no patient involvement.